Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2010; dtba1d1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became dislodged and exhibited high threshold. The ra lead was inactivated and replaced. No patient complications have been reported as a result of this event.